Manufacturer narrative:
The acs hi-torque extra s'port guide wire with microglide coat is being filed under MFR number 2024168-2009-01470. Evaluation summary: the stent graft was hand crimped back onto the balloon and the returned catheter shaft shows extensive signs of use and is kinked in two positions on the shaft. Based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments as per specifications. This makes it extremely difficult to determine the exact cause of the stent graft having fallen from the balloon as described in the initial portion of the complaint. The reason the stent graft did not cross the lesion may possibly be attributed to the stent graft having been hand crimped back onto the balloon. Stents crimped in this way will not have an accurate and even finish to the outer circumference of the stent in the same way an automated crimping process will. This increased or uneven diameter may have been the main reason the device did not cross. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement/failure to cross requiring medical intervention. Device issue: stent dislodgement/failure to cross. It was reported that the graftmaster sds was removed from the package, and after removing the sheath and stylet, the stent fell off the balloon. The stent was crimped back on the balloon, as they needed to treat a perforation that was caused by the guide wire (014 s'port j); however, the stent would not cross. The perforation was successfully treated with the inflation of a balloon catheter, the procedure was ended and the patient is reported to be fine. No additional event or patient information is available.